Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus confirmed foreign material came out of the device was found to be part of the cleaning brush (brush part). However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the suction valve exhibited a foreign object clogged in the lateral hole of the "s button". There were no reports of patient involvement.

Manufacturer narrative:
This report is related to MFR (B)(4). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.